Event description:
It was reported that the user experienced recurrent low blood glucose with a reported value of 60 mg/dl after meal announcements while using the ilet. The user announced breakfast, the system delivered 10 units of insulin, and glucose decreased to 60 mg/dl within 30 minutes, briefly rose to 82 mg/dl after oral glucose, then declined to 62 mg/dl, prompting a device factory reset and full setup with new continuous glucose monitor (cgm), cartridge, and infusion set. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included self-treatment with oral glucose and no hospitalization. Investigation included product troubleshooting, education on meal announcements and meal size estimation, and guided reinitialization and pairing of the system components. Investigation of this case revealed use-related factors consistent with incorrect meal size announcement leading to insulin over-delivery for the meal, with no device component malfunction identified after re-setup and pairing. It was concluded, based on previously established findings for similar reports, that the cause was user-related error associated with meal announcement sizing.

Manufacturer narrative:
Initial.